Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a limited range of motion of the left arm. The patient also experienced numbness in the anterior portion of the left thigh. The issue was resolved without any treatment and without adverse events.